Manufacturer narrative:
Company representative evaluated the system. Corrections included cable readjustment and antenna replacements. Communication was reestablished.

Event description:
Customer reported an issue with the dpm central station, which may have affected telemetry monitoring. No patient injury was reported.